Manufacturer narrative:
The investigation summary was corrected. The device was not returned; therefore, a physical investigation could not be performed. It was reported that during shuttling down, the mynx sealant fell on the table. The review of the lot history record (f1602001) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and without the return of the device, the reported event could not be confirmed and root cause could not be conclusively determined. However, it should be noted that the mynxgrip device is manufactured with a slit at the distal end of the shuttle cartridge, where the sealant is located, and the sealant sleeve is designed to protect the sealant from being damaged. If the sealant sleeve is displaced accidentally, the slit and the sealant will become exposed and during shuttle down the sealant could fall out of the slit as the shuttle breach the valve of the introducer sheath.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. It was reported that the user did not shuttled the device down completely. The review of the lot history review (f1602001) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release and shipment. It was reported that the sealant fell out on the sterile drape before it shuttled down. Based on the information provided and without the return of the device, the reported event could not be confirmed and root cause could not be conclusively determined. The mynxgrip device is manufactured with a slit at the distal end of the shuttle cartridge. If the sealant sleeve is displaced, the slit and the sealant will become exposed and during shuttle down the sealant could fall out of the slit as the shuttled breach the valve of the introducer sheath. It should be noted that the instructions for use (IFU) instructs users not to remove the sealant sleeve. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that during the shuttle down step, the sealant fell out of the device, resulting in the device failing to deploy. The device was being used for vascular closure following a diagnostic procedure. The device was inserted through the sheath and the balloon was inflated. With the stopcock opened, the user detached the shuttle and began to shuttle down; however, the user did not shuttle down completely. When the end reached the sheath, the mynx sealant fell on the table. The balloon was immediately deflated and manual pressure was held for 30 minutes or less to achieve hemostasis. There was no adverse effect on the patient and hospitalization was not prolonged as a result of the event. Additional information was requested but was not available.